Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) determined that the setscrew on the ins was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. An additional report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the specific date that the patient started experiencing decreased therapeutic effect was unknown; the patient stated that it started several months prior to the report. The cause was not determined, but it was noted that it was a possible lack of patient compliance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a decreased therapeutic response. Impedances were checked right before their revision and found to be greater than 4,000 ohms for electrode 0. After the lead revision, the healthcare professional tried to screw in the old battery, but the screw would not lock down on the lead; the lead kept coming out of the header. They tried several times to correct the issue by taking the lead out. A new battery was then opened and used, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.